Event description:
Boston scientific crm received information that during this normal pacemaker replacement procedure the header had to be cut off the device because the ventricular set screw would not retract to free the lead. The lead was stuck and after attempts were made to remove the lead, it fractured. The fractured lead was surgically abandoned in the patient. No adverse patient effects were reported during this procedure.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. Should additional information become available, this event would be updated.

Manufacturer narrative:
The terminal connector of the lead was returned but missing the terminal pin and coils that were attached to it. The proximal side of the inner insulation under the terminal ring showed tearing. Medical adhesive was observed inside the inner wall of the inner insulation. All four filars of the outer conductor coils were severed. Resistance testing on the returned segment passed. No further testing was performed. Analysis concluded the segment returned was not fractured as testing showed the outer coils were continuous.